Event description:
Info received indicates the reverse trendelenburg function will not work.

Manufacturer narrative:
The tech found the function switch was not closing. The tech replaced the switch assembly to repair the bed.